Event description:
After 43+months of implantation, this lead was explanted and returned because it was reported that there were high thresholds and the impedance was >3000 ohms. Note: the pacemaker that was attached to this lead was also removed and reported on an MDR.

Event description:
After 43+ months of implantation, this lead was explanted and returned because it was reportede that there were high thresholds and the impedance was >300 ohms. Note: the pacemaker that was attached to this lead was also removed and reported on an MDR.